Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not load properly. A new kit was used to complete the procedure. There were no patient effects. The product was discarded.

Event description:
It was reported that the device was used during a laparoscopic appendectomy. The surgeon felt the staples did not form correctly when fired over the appendix. The staple line was incomplete. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Damaged spring cartridge lockout tab. The analysis showed that the device was received in good visual condition and with a tr45w reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instructions for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).